Event description:
Customer reported fracture/damage to the medial lumen on the line. It was reported "the luer hub is damaged with a crack on the see-through part of the luer hub". The catheter did not have a continuous infusion running and was intermittently being flushed. No excess pressure reported when flushing. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported fracture/damage to the medial lumen on the line. It was reported "the luer hub is damaged with a crack on the see-through part of the luer hub". The catheter did not have a continuous infusion running and was intermittently being flushed. No excess pressure reported when flushing. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.